Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii; seroma. Device photo evaluation: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a physiological phenomenon. Cyst(s): unable to observe as it is a physiological phenomenon. Seroma-late: unable to observe as it is a physiological phenomenon. Crease / folding of implant: not observed through photo inspection. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported capsular contracture baker grade iii. Healthcare professional additionally reported "seroma", "folds", and "cysts". This record is for the right side. Device was explanted.